Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, this patient underwent an endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis (tg3115/05889964). The preoperative aneurysm diameter measured 57 mm. On (B)(6) 2008, the aneurysm diameter measured 57 mm. No angiography was performed to identify endoleaks. On (B)(6) 2009, the aneurysm diameter measured 53 mm. No angiography was performed to identify endoleaks. On (B)(6) 2009, the aneurysm diameter measured 55 mm. No angiography was performed to identify endoleaks. On (B)(6) 2010, the aneurysm diameter measured 56 mm. No angiography was performed to identify endoleaks. On (B)(6) 2011, the aneurysm diameter measured 58 mm. No angiography was performed to identify endoleaks. On (B)(6) 2012, the aneurysm diameter measured 57 mm. No angiography was performed to identify endoleaks. No reintervention has taken place.